Manufacturer narrative:
Additional information provided to sections b4, g6, h2, h3, and h11. Corrections made to sections h6 (component code, type of investigation, investigation findings, & investigation conclusions) and h10 (related report numbers). Investigation summary: no samples (including photos) were returned, investigation was performed on retain samples and no issues were observed, therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time.

Event description:
Information from ae regulatory system: more than 20 days earlier, the patient had a fever without any cause and was admitted to the department for severe pneumonia. On (B)(6) 2025, when injecting pre-meal insulin, it was found that the insulin could not be injected into the skin. Then the needle was immediately replaced with a new one. Subsequently when investigating the cause, it was found that there was no needle-npe. Ae report no. (B)(4). Call center didn't contact with customer successfully and was not able to acquire the information reported in the ae regulatory system, if there's any updates, it will be update by email. Material code in system: 329490. Sample availability: unknown. Sample availability details: unknown.